Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarms. The blood glucose at the time of the incident was 350 mg/dl. The customer changed the infusion set and treated with a bolus. He stated that he checked his blood glucose an hour after the bolus and it was still high so he treated with manual injection. Troubleshooting was not performed. It was advised to monitor the device and blood glucose level and call back if the alarms happen again. The device will not be returned for analysis.